Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in 2008 in the patient's right (od) eye. The lens was explanted the same day, due to inadequate vaulting. The lens was exchanged for a shorter lens.